Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the cross brace is bent above where the item meets at the seat rails. The dealer has no further information to provide.